Event description:
The rptr received the er1 message, and using the color comparison chart, said it showed above 300 mg/dl. She retested and got a reading of 300. She also reported that she had obtained a reading of hi. On both occasions, she was experiencing high symptoms and treated appropriately.